Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No blank display, no weak battery alarm and no battery out limit alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that battery longevity was short and then received a blank screen display. Customer reported that sometimes a weak battery alarm was received and pump would die rapidly. Customer's blood glucose readings were unknown. Troubleshooting was performed for weak battery, battery out limit alarm, and blank display. Customer was advised that insulin pump would need to be replaced.